Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep discovered that two ip addresses had been assigned to the same device which caused issues. This was resolved by reconfiguring with the new address and training about pacs administration. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not export film and froze up. They are unable to review images. This happened at the end of a procedure. No pt injury reported.